Event description:
Ventilator on pt had catastrophic failure; witnessed by staff. There was a "snap", then ventilator alarmed and went inoperative. Pt was not injured, immediately bagged with 100%. Ventilator was replaced. Puritan bennett was called and had technician replace several controlling boards and expiraty valve. Rptr is requesting a letter from puritan bennett stating: this particular ventilator is safe to use again.